Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent abdominal hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2017. It was reported that the patient experienced severe pain, nausea, vomiting and lifting restrictions. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 9/21/2020. Additional information: d4,h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 9/11/2020. Additional information: a1, a2, b7, d3, d4, g1, g2. Additional b5 narrative: it was reported that the patient experienced hernia recurrence, adhesions and scar following surgery.

Manufacturer narrative:
Date sent to the FDA: 02/24/2020.